Event description:
Customer reported that during a procedure, the stenoscope system did not produce x-rays. However, it was reported that the system worked later in the day. Another c-arm was brought in to complete the original case.

Manufacturer narrative:
A ge service representative performed an on site investigation. Could not duplicate the problem by flexing cable. Checked interconnect and connectors. Cleaned pins on both sides of the connections and tested system operation. System performs as designed and returned to service.